Event description:
Ous MDR - after an implantation time of 23 months, inappropriate shock deliveries were reported. No deterioration of the pt's state of health was reported. The lead was explanted.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
During the analysis of the lead it was noted that the insulation was damaged by fraying in the area of the heart valves. A conductor fracture of the ring electrode was found in this area. This damage can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires stress on the lead during a longer period of time. The position and characteristic of the damage lead to the assumption of significant mechanical stress on the lead. X-ray images or diagnostic images of any other kind, which could provide information on the spatial relationships of the implanted system in the body, were not available for analysis. Further damage of the lead is probably a result of the explantation process. There were no indications of material defects or manufacturing errors.